Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. No product available to be returned.

Event description:
It was reported that the infusion set was leaking at the cannula. The patient noticed the leak when he bolused and his shirt became wet with insulin. No adverse event was reported. The infusion set was discarded; therefore, no product could be requested to be returned for product evaluation.